Event description:
In 2006 millennium medical products, inc. (Manufacturer of the suspect medical device), was notified in writing by distributor of the suspect medical device informing us of an adverse incident involving liftem. In regards to the incident on or around eight days earlier, it was reported that a patient had been positioned in the sling and was being transferred from a reclining chair to a wheelchair. The facility stated that the arm of the lift tipped forward (stated lift legs were out & extended) towards the floor. The facility further stated that as the patient was eased to the floor, a nursing assistant suffered a knee injury in attempting to break the patient's fall and is currently on medical leave. The facility further stated that after the incident occurred, the patient complained of hip and shoulder pain, and was transferred to the emergency department for evaluation. The facility stated that no hospitalization was required. Distributor obtained this information from the user facility in section f3, f4 of this form. Probable user error.

Manufacturer narrative:
Probable user error. Distributor has indicated that the lift has been inspected and found to be working properly.